Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operations. The patient was brought into clinic on (B)(6) 2021 and the device was restored from backup operations. The patient was stable throughout the event.